Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during functional end-to-end anastomosis for sigmoid, at side-to-side anastomosis. The surgeon fired the device, however, at the one side of the resected line, the staples were malformed and they were not stapled on the tissue. The tissue of other side was stapled, however the staples were not complete b-formed and the oozing had occurred. They resected unstapled tissue and changed the procedure from functional end-to-end anastomosis to double stapling technique. The handle was connected to the new cartridge and was fired with no problem. The surgical time was extended by more than 30 min. Additional tissue resection was required due to the issue. There was tissue damage.